Event description:
It was reported that during a cardiac arrest call, the customer's device would not show the selected joule amount on the screen when trying to deliver defibrillation therapy. The pt was already deceased when the customer arrived; however, per procedure, the device was placed on the pt, which is when the failure was found. The customer did connect a separate set of ECG leads to verify the status of the pt. After the pt event, the customer verified that there was a broken pin within the therapy connector assembly. There was no adverse affect caused from a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed parts and verified that there was a pin broken off of the therapy cable assembly, stuck in the therapy connector assembly.